Event description:
It was reported that increased lv capture threshold due to lead dislodgement was observed during interrogation. The pacing vector was changed to bipolar. The patient's condition was good.

Manufacturer narrative:
(B)(4).